Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. There was no reported impact to the customer's blood glucose level. As the customer was not receiving an alarm at the time tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion was not performed.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.